Event description:
It was reported that during a lap total gastrectomy, a blue trocar tip could not be removed after it was set into the anvil. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results found that the cdh21 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the ancillary trocar was removed from the anvil without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.